Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded, with blood on the outside of the device and contrast in the balloon and lumen. Functional testing was performed by connecting an inflation device filled with water to the hub. When pressure was applied, water was found to be leaking from the balloon. Microscopic examination found a pinhole in the balloon material, less than 1 mm proximal of the proximal markerband. Microscopic inspection of the markerband found no irregularities or defects. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified distal left circumflex artery (lcx). A 2.50mm x 15mm nc emerge® balloon catheter was advanced for predilation. However, upon the first inflation at 12 atmospheres, the balloon ruptured after a duration of 5 seconds. The device was completely removed from the patient's body and the procedure was completed with a 2.5x15mm non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified distal left circumflex artery (lcx). A 2.50mm x 15mm nc emerge® balloon catheter was advanced for predilation. However, upon the first inflation at 12 atmospheres, the balloon ruptured after a duration of 5 seconds. The device was completely removed from the patient's body and the procedure was completed with a 2.5x15mm non-bsc balloon catheter. No patient complications were reported and the patient's status was good.